Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted the leading haptic stuck behind optic that would not become unstuck, it was also stated that the surgeon had to open more viscoelastic, to get it out of the capsular bag then used two instruments to get them unstuck. There are three medical reports associated with same event. This file is 3 of 3. Additional information received and stated that there was no patient ham.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. It was reported that haptic was observed to be stuck to the optic after implantation. The reporting facility did not provide a lot number or any identification of the product; therefore the manufacturing date for the product in question is unknown; however the root cause of the reported issue is potentially related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.